Manufacturer narrative:
One tactisys¿ quartz ablation system was received for analysis. Product testing revealed intermittent contact force with purple values. Based on the information provided to abbott and the investigation performed, the cause for the reported event is a design issue relating to log file maintenance.

Manufacturer narrative:
FDA recall number: z-1493-2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure an error message "contact force data is not synchronized. Check ethernet connection". Was displayed accompanied with intermittent contact force connection. The tactisys was powercycled, ethernet cable exchanged, dws rebooted and no resolution was found. The catheter was exchanged and still did not resolve the contact force issue. The procedure was completed with no contact force data and the patient was stable throughout the procedure. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.